Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms / false asystole) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the brown (-5v) and black (main batt) wires were open inside the trunk cable. The cause of the constant gong alarms and false asystole events is the open wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and false asystole events.